Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, the devices was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were made.